Manufacturer narrative:
The meter and two test strips of lot 50322621 were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Expiration date- the expiration date for strip lot 50322621 was 30-apr-2022. The expiration date for strip lot 50772011 was 31-may-2022. Occupation was lay user/patient.

Event description:
There was an allegation of questionable results from two coaguchek meters. Using coaguchek xs meter serial number (B)(4) with strip lot 50322621: at 2:28 pm, the result was 4.5 inr. At 2:33 pm, the result was 2.7 inr. Using coaguchek pro meter serial number (B)(4) with strip lot 50772011: at around 3:00 pm, the result at the doctor's office was 2.7 inr. The therapeutic range was 2.0-3.0 inr.